Manufacturer narrative:
(B)(4).a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The condition of failure code 310:422:558:4161 was confirmed in the event history. The cause was determined to be a software failure. The condition did not recur, no further action was required. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that will not turn on. This condition was found upon power-up of the device. The facility representative stated that there was no information about patient involvement; however, there was no patient injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available. During review of the event history by baxter, it was determined that the failure code 310:422:558:4161 occurred during delivery, causing an interruption of delivery and caused the device to shut down.